Event description:
Additional information was received that the patient's death was due to status epilepticus leading to cerebral anoxia, respiratory failure and ultimately death (cardiac failure).

Event description:
It was initially reported that the patient past away due to cerebral anoxia, respiratory failure, cardiac arrest. The relationship of the death to vns is unknown at this time. That patient was buried with their device so it will not be returned to the manufacturer for evaluation. Good faith attempts for more information have been unsuccessful to date.